Event description:
On (B)(6) 2023, a patient (pt) reported "intense" irritation, discomfort, and cloudy vision in the left eye (os) when wearing acuvue® oasys multifocal brand contact lenses (cls) in (B)(6) 2023 (specific date not provided). The pt was examined by an eye care professional (ecp) "around the end of (B)(6)" due to the irritation (date not provided),was diagnosed with an os corneal ulcer, and was prescribed antibiotics (name not provided) for use 1 drop four times a day (qid) for a week. The pt returned for follow-up (fu) on (B)(6) 2023, was advised the ulcer "was more than 95% gone" and was instructed finish the remaining medication, then was cleared to resume cl wear. The pt reported the os is now "100% cleared" and is able to wear cls without problem. On 12sep2023, an employee at the pt's treating ecp's office provided additional information. The pt was seen on (B)(6) 2023 for a routine eye exam and was diagnosed with a corneal ulcer (location not documented in the pt's medical record), corneal staining 2+, discharge, watery eye, quiet clear chamber in the os. The pt was prescribed ciprofloxacin 1 drop qid in the os for 5 days and scheduled for fu. The pt was seen for fu on (B)(6) 2023 and the corneal ulcer had resolved with no permanent damage or changes in visual acuity. No additional medical information has been received. No additional information is expected. This od corneal ulcer is being reported as a worst-case event as we were unable to verify the location of the ulcer with the treating ecp. The date of the pt¿s event is being recorded as (B)(6) 2023 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b0131rz was produced under normal conditions. One opened blister package containing one cl was received and evaluated. Magnified visual inspection revealed no abnormalities with the lens. If any further relevant information is received, a supplemental report will be filed.